Event description:
Caller reported occlusion alarms. There was no reported adverse impact to the customers blood glucose level. The customer cleaned the holes in the back of the pump, changed the infusion set and cartridge, and resumed insulin.